Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective right leg stimulation. Diagnostics indicated high impedances on multiple contacts. Reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action. The patient's lead(s) was implanted in 2006. The manufacturer was unable to attain lead information.